Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There was no direct harm to the patient, the case time was lengthened due to the issue. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, 5104990 it was reported that during the case the echelon flex powered plus linear cutter was not cutting, the manual portion needed to be accessed to remove it from patient, and the harmonic scalpel was used to complete the surgery. The stapler fired the staple line crooked. It was reloaded with a new line of staples, but it would not fire and became jammed. In order to remove it from the bowel the provider needed to use the manual method for removing the stapler by opening the top as per the instructions. This stapler was removed from service and the company rep was made aware of the incident. The procedure was completed with no complications.